Event description:
It was reported that the left ventricular (lv) lead had dislodged post implant. The lead was found to have high pacing thresholds. The physician decided that rather than reposition the lv lead, the physician would try other manufacturer lv leads. Multiple guide catheters, wires, and leads were used during this procedure and a pericardial effusion occurred. A transvenous coronary sinus lv lead implant was abandoned. The lv lead was partially extracted with the tip of the lead remaining in the patient. The pericardial effusion was treated and a week later an epicardial lead was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: dtba1q1 ICD implanted: 2014-(B)(6). (B)(4)